Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
An article/literature entitled "comparative prospective trial of 3 intramedullary plugs in cemented total hip arthroplasty¿, was reviewed for MDR reportability. The study compared three intramedullary plugs used to restrict the femoral canal before primary cemented arthroplasty. 93 patients were involved. The thackray plug was involved in 33 patients. The cement and stem used were competitor products. The following results were found with the thackray plugs. 6 plugs migrated (18%), 20 plugs had cement leakage (61%). No revisions were noted.